Manufacturer narrative:
The failure investigation has been completed and the alleged screen on issue was verified. Based on the analysis, the alleged occlusion and settings issues were verified in the pump logs; however, no failures were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusions occurred. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose (bg) level ranged from 50 mg/dl to 200 mg/dl; customer adjusted their settings to address the low bg. Customer alleged the settings needed adjustment which resulted in the low bg. Reportedly, customer continued to use the pump for insulin therapy.